Event description:
Philips received a complaint by the customer on the v60 indicating that a circuit board failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported a circuit board failure occurred. Per good faith effort (gfe) response received 20oct2025, the circuit board failure had caused an overvoltage protection (ovp) failure. The customer inquired a third party to replace the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The customer inquired a third party to replace the mc pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6).